Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. To date no specific device failure was alleged. The information provided alleges that the, "patient underwent an additional surgery for removal." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an umbilical hernia, a ventralex mesh was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery for removal. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an umbilical hernia, a ventralex mesh was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery for removal. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, ¿the hernia sac was opened and some necrotic omentum was encountered. Defect was identified in the abdominal wall. A ventralex medium circle patch (device #1) was placed inside the abdomen and tacked.¿ on (B)(6) 2012 - patient was diagnosed with sepsis, perforated colon with an abscess, abdominal pain thereby underwent exploratory laparotomy with explant of ventralex mesh (device #1). Per operative notes, ¿incarcerated hernia defect was opened. The previous mesh (device #1) was infected with perforated colon was removed. Purulent clay colored fluid and abscess was suctioned out. Colostomy was performed and two pieces of seprafilm was placed into the abdomen.¿ on (B)(6) 2012 - patient underwent colostomy with mobilization of splenic flexure and lysing of adhesions. On (B)(6) 2013 - patient was diagnosed with incarcerated incisional hernia with bowel obstruction thereby underwent exploratory laparotomy with the implant of biological mesh. On (B)(6) 2013 - patient was diagnosed with adhesions and small bowel serosal tear thereby underwent laparoscopic repair. On (B)(6) 2013 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of sepramesh ip (device #2). Per operative notes, ¿hernias were identified. Sepramesh ip (device #2) was chosen, an inch was taken off of the inferior edge and placed into the abdominal cavity. It was positioned directly under the hernia defect. Mesh was held loosely against anteriorly abdominal wall, tacks were placed circumferentially and in the mid portion of the mesh to hold it in place." Attorney alleged that the patient had bowel perforations, infections, bowel removal, adhesions, pain, emotional injuries and mesh removal.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported explant event. To date no specific device failure was alleged. The information provided alleges that the, "patient underwent an additional surgery for removal." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 years 6 months post implant of ventralex mesh, patient was diagnosed with sepsis, bowel perforation, infection, abscess and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list infection as a possible complication. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.